Event description:
Two endeavor sprint rx drug-eluting stents were implanted, abutting, to the mid lad as treatment of the target lesion. (MFR report # 2953200-2009-01675) a dissection was noted, therefore, two further endeavor sprint rx drug-eluting stents were implanted as treatment of the dissection. At 30 day and 6 month follow up, pt was asymptomatic. The investigator has not made an assessment regarding the relationships of the dissections to the endeavor sprint stents. Pt was asymptomatic at 1 year follow up.

Manufacturer narrative:
Secondary intervention, additional stent implanted - evaluation results: dissection.